Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set had air bubbles. Customer cannot recall their blood glucose reading. There are a lot air bubbles in the reservoir. The customer air bubbles issue was not resolved. Customer will call back to finish troubleshooting. Reservoir will not be returning for analysis.